Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker complained of feeling faint when exercising. The device was programmed to vvi 30 with rhythmiq on. Due to the patient¿s atrioventricular block, the physician reprogrammed the device to ddd and turned off rhythmiq. No further intervention was performed and the device remains in service.